Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-49324. Related manufacturer reference number: 1627487-2020-49326. It was reported patient suffered multiple falls from june of 2019 and experienced ineffective therapy. X-rays indicated that the l2 lead had migrated and l3 and l4 were fractured. As a result, patient may be awaiting surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received, indicated patient underwent surgical intervention. Where in the system was explanted.